Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing phrenic nerve stimulation presented into the emergency room. Upon interrogation, the right atrial lead exhibited loss of sensing. A cxr was performed and revealed that the lead had dislodged. On (B)(6) 2015, the lead was explanted and replaced without complication.